Manufacturer narrative:
(B)(6).

Event description:
The service engineer (se) reported that the v60 ventilator had a battery failure. A service engineer (se) evaluated the device, and reported that the during the functional check, the device had a battery failure. The event log was reviewed, and the se confirmed that the device displayed a 1124 (check vent: battery failed) error code. The se also reported that the battery had a very low charging voltage. The issue was confirmed during the functional check. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. Final investigation and disposition are pending.